Event description:
Burr shed metal shavings in the joint. Per sales rep. The site was flushed with the flow from the arthroscope pump and a shaver was used to attempt to rid the joint of the filings. The shedding was not observed until the conclusion of the subacromial decompression when the surgeon did a final evaluation of the cuff and noticed the filings in the rotator cuff tissue.

Manufacturer narrative:
(B)(4); the device has not been returned for evaluation.